Event description:
Pt had medronics ddd-r pacer inserted for stokes-adams syndrome on 10/23/1997. On 10/28 presented to physician's office with chest pain. Echo x2 revealed increasing pericardial effusion. Taken to surgery. At surgery found that atrial lead had perforated atrium. There had been some bleeding into pericardial sac. Repaired.